Manufacturer narrative:
Upon follow up, the customer reported to have a delayed reaction to insulin; however, was not sure the pump was functioning properly. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider. Customer continued to use the pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl or lower. Due to low bg, the customer was in a car accident. The customer experienced whiplash, scratches and bruising due to the accident/air bag. The customer was treated by emergency medical services (ems) with glucose tabs and oral liquid glucose. The customer was transported to the emergency room (ER). Upon arrival to ER, customer's bg was 72 mg/dl. Carbohydrates were consumed and x-rays were taken. After 3 hours the customer left the ER with bg in the 200s mg/dl and was stable. The customer alleged that the pump was delivering more insulin than being requested. Tandem technical support confirmed via pump bolus history that there were no issues with bolus deliveries.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels on (B)(6) 2018 were not confirmed. Customer received multiple cgm alert 12 (cgm sensor session expiring soon) and subsequently cgm alert 13 (cgm sensor session expired on (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. Complaint could not be confirmed. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the insulin pump experienced a malfunction or failure.